Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection found two external insulation abrasions; one that breached the right ventricular cable lumen caused by friction to device can proximal to the suture sleeve and another which breached the ring electrode cable lumen caused by friction to another implanted device or feature of the patient anatomy distal to the suture sleeve tie mark. The etfe cable coating was intact in both locations. All other damage noted is consistent with procedural damage.